Event description:
It was reported that the patient was hospitalized due to high blood glucose. According to healthcare provider, patient visited the doctor without being connected to the insulin pump. Customer was sent to a diabetes expert. He arrived with 345 mg/dl blood glucose, received pens, and agreed to consult the doctor the next day, but the appointment was canceled by customer's mother.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.